Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple cartridges were changed while troubleshooting the issue with tandem technical support; however, the issue persisted. The customer reverted to an alternate method in insulin therapy. There was no adverse impact to the customer's blood glucose level.